Event description:
Boston scientific received information that this high impedance implantable transvenous defibrillation lead exhibited a slow increase in pacing impedance over the past year from 1232 ohms to greater than 3000 ohms. R-wave amplitude and threshold measurements are normal. There was no noise or abnormalities seen on the electrograms. There were no therapy delivery issues reported. The physician continued to follow the patient on a regular basis. No adverse patient effects were reported. At a later date, the pacing impedances were still reported to be above 3000 ohms. A save to disk was performed and sent to boston scientific technical services (ts) to determine what the actual impedance values were. No adverse patient effects were reported.

Manufacturer narrative:
The disk was analyzed and a ts representative reported that the lead impedance values recorded for the past year were between 7644 and 8901 ohms. It is unknown if this lead will be replaced in the future. No additional information is available. If more information becomes available, the event will be updated.